Event description:
The customer reported there was water leakage from the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during evaluation (coating peeling off). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Upon inspection and testing of the device, the coating on the insertion section was found to be peeled off due to deterioration. The reported issue (leakage) was confirmed and found to be due to holes in the bending section. In addition, service found the bending angle was out of specification due to wear of the angulation wire, the image guide bundle was broken, the insertion tube was damaged and bent, and the adhesive on the bending section cover was scratched and chipped. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress during operation, external factors or handling. It is recommended that the user inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 18-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.